Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient original indication was sinus node dysfunction but recently developed complete heart block (chb) and required 100% ventricular pacing (vp). This impacted device longevity as well as cause a reduction in left ventricular ejection fraction (lvef) so the patient was referred for a bi-ventricular device implant. During the implant it was identified that the right ventricular (rv) lead exhibited high thresholds so the decision was made to cap and replace the rv lead during the case in an attempt to get a lower threshold and improve longevity. No further patient complications have been reported as a result of this event.